Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. Vascular access was obtained via the femoral artery. The target lesion was located in the right superficial femoral artery. A 300cm angled tip v-14¿ controlwire® was advanced to the lesion. However, when the physician removed the device it was noted that the polymer layer was detached from the core but it did not split. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.